Event description:
The customer reported temp light not lit on their aer. The customer stated that there were no injuries reported. Attempted to contact the customer to find out if they extended the disinfect cycle time, but the customer was not available. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse found the fse "blown". He replaced the fuse and tested the unit. The system met all MFR specifications.